Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and instructions for pump reset were provided; customer plans to reset the pump independently and will follow up if issues persist.